Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 126 ohms. Boston scientific technical services (ts) suggested to the healthcare provider to clear the alert condition with a device check in the clinic. Ts also provided guidance to assess the rv lead to ensure the shock impedance is back down in the 100 ohm to 110 ohm range where it has been and consider adjusting the alert limit to 150 ohms. There was no noise observed on the electrograms and the lead trends were noted to be stable. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.